Event description:
In october, 2004 the patient's spouse contacted lifescan alleging that pt one touch ultra meter was prompting the error 5 message. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt had been feeling dizzy and obtaining error 5 messages on the reported meter. Pt was taken to the physician's office, where a lab test was performed 3 hours following the attempted use of the reported meter. The lab result was 30 mg/dl. The pt was administered orange juice and cookies. No further information was provided. The customer service representative confirmed that the pt had been using correct testing technique and the test strips were in good condition. The csr walked the pt's spouse through a retest and the error 5 message did not re-appear. Based on the troubleshooting, there is no indication that the product malfunctioned. However, there is information to suggest that the pt experienced injury and medical intervention, which could be due to use error. Therefore, the event meets the criteria for a medical device reportable. No products were replaced.